Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately high on (B)(6) 2015 about 8:30-9:00pm. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that prior to noticing the alleged inaccurate result, the patient had followed his usual dose of medication (including sliding scale) and at about 5:00pm on (B)(6) 2015 he had administered 15 units of novolog insulin. The reporter claimed that "1.5 hours" after the start of the alleged issue with the meter, the patient developed symptoms of "dizzy [and] shaky". The reporter also claimed that the patient was taken to the emergency room (ER) where he obtained a blood glucose result of "100 mg/dl" on the subject meter and "37 mg/dl" on the ER/hospital meter at "a little after 9:00pm on (B)(6) 2015". The readings were obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The reporter indicated that the patient received treatment of "IV fluids" for his symptoms also at "a little after 9:00pm on (B)(6) 2015". At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient&#38112;test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site and followed the correct testing steps. The reporter did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the results and developed symptoms suggestive of an acute diabetes excursion which required hcp treatment in the ER, after the alleged meter issue began.

Manufacturer narrative:
Follow-up #4. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Product analysis also performed a retain test. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.